Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to the built-in reader. The customer experienced symptoms of dizziness, fatigue, loss of balance, and loss of consciousness. The customer was provided unspecified treatment by emergency services, then taken to a hospital where the customer was treated with glucose/saline infusion. There was no report of death or permanent injury associated with this event.